Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown.

Event description:
It was reported that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of choledocholithiasis. During the procedure, the spyscope lost connection after cannulation. Troubleshooting process included cycling power, unplugged and reconnecting the spyscope as well as blowing on the connection port however the connection would not come back. The spyscope never came back on and the procedure was aborted. No patient complications were reported as a result of the event.